Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "leaking" (fluid leak). The customer reported that fluid failed to flow into the drainage bag and fluid flowed down under console during testing. Customer reloaded cassette and proceeded with surgery. No pt impact was reported. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).